Manufacturer narrative:
The affected device has been requested by the manufacturer and has not yet returned for evaluation. The investigation will beperformed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the resectoscope had been used approximately twice when it came apart, giving the impression of a defective weld. The incident was detected during the second use. The customer indicates that the working element enters the patient through the distal tip; however, on the handle side it does not extend into the patient, and this is the area where the component became detached. According to the new information, received on (B)(6) 2026, the healthcare professional reported that during the procedure they gradually noticed that the component was becoming detached. The detachment did not occur suddenly. As a result, the gynecologist was unable to complete the resection, and the component became fully detached when the resectoscope was withdrawn at the end of the procedure. The patient did not experience any adverse effects; however, the myoma could not be completely resected. Therefore, it is likely that the patient will require an additional medical procedure to achieve complete resection of the myoma.